Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's stepmother reported via phone call of issues with the customer's insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was 313mg/dl. The customer's most current level was 333mg/dl. The customer has been using the pump to treat the highs. It was reported that the bolus history did not display all entries. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.